Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room because they heard an audible alert from their implantable cardioverter defibrillator (ICD). At the hospital an interrogation of the device was conducted. Information received on the remote transmission was reviewed by qualified personnel and it was indicated that the stored egm (electrogram) showed possible emi (electromagnetic interference) for the device, which had triggered an lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, it was noted there was undersensing on the atrial lead during an atrial arrhythmia. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.